Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and "silicone leaching into my body in the lower right axilla."

Event description:
Patient reported right side rupture. Patient additionally reported "silicone leaching into my body in the lower right axilla." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior, striated broken on anterior, striated opening on radius and posterior and creases fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is: -a sharp broken on posterior assessed as an unidentified (tear) opening. -a striated opening on posterior and radius assessed as surgical damage consistent in the use of some surgical tool. -a striated broken on anterior assessed as surgical damage consistent in the use of some surgical tool.